Event description:
Patient had just finished 1st chemotherapy medication - etoposide, was preparing to run second - cyclophosphamide. Registered nurse (rn) checked blood return, then proceeded to start chemo. As rn was cleaning up supplies from hooking patient up to her line, rn noticed that there was fluid on the bed and that the line had become disconnected just below the c clamp. Where the spiros disconnected, it appeared as though the spiros had cracked off, rather than having been simply disconnected. Rn stopped the infusion (infusion was allotted for 55 ml, had ran about 0.7 mls - so still had 54.3 mls left), disconnected the line and ran to keep venous infusion line open (tko). Rn called pharmacy and they stated that the dose lost to the line was a negligible amount, they wouldn't redose, rn reprimed tubing, restarted chemo and informed chemo team about the delay in treatment.